Event description:
It was reported that the patient was not feeling stimulation. The ipg was not functioning as intended and was not able to take a charge. It was also noted that the ipg flipped. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the hospital and will not be returned.